Manufacturer narrative:
The reported events of premature battery depletion and interrogation failure were confirmed. The loss of communication was due to low battery voltage; the low battery voltage was a result of premature battery depletion. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
During follow-up, interrogation of the device was not possible. The physician suspected premature battery depletion. The event was resolved by explanting and replacing the device. The patient was in stable condition.